Event description:
The customer reported that the device can't boot up (fails to power up). No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device can't boot up (fails to power up). No pt involvement was reported. The device was evaluated by a philips fse and the symptom was verified. The power pca was identified as the cause. The power pca was replaced to resolve the issue. The device passed all required testing and remains at the customer site. We are considering this a malfunction of the power pca.